Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this inflatable penile prosthesis stopped working. The physician suspected a fluid leak; therefore, patient underwent a revision surgery. Upon explant, it was noted that the connecting tube between the pump and the left reservoir had a break. All components were removed and replaced. There were no patient complications.